Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A drill fractured off in the 2.0 drill sleeve on the device and could not be removed, rendering the device inoperable. The drill is bent and heavily damaged. The device was manufactured in 2015 and shows signs of extensive wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery the 2.0/2.7mm double-ended drill guide broke when the drill was inserted into the drill guide. Drill became stuck in the drill guide and broke inside the incision. Nothing got into the patient. S and n back up was available and used. Delay under 30 minutes in the procedure and no injury to the patient.